Event description:
It was later reported that the pump had thrombosed in late (B)(6) or early (B)(6). The patient presented with gastrointestinal bleeding on (B)(6) 2025. The patient's symptoms had since stabilized, and it was noted that in the 48 hours prior to (B)(6) 2025 the patient's vitals had been stable, however left ventricular assist device (lvad) parameter spikes were noted. Log file review was requested which found no unusual events, and that according to the log files, the equipment was functioning as intended.

Manufacturer narrative:
Additional codes: health effect - clinical codes: 4476 - gastrointestinal hemorrhage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed as no images were submitted for review and the device remains in use. Review of the submitted log files confirmed the reported elevations in pump power and decrease in estimated flow; however, a specific cause for these findings could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The submitted log files collectively contained events from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2025 through (B)(6) 2025. Transient elevations in pump power and estimated flow were observed on (B)(6) 2025. No other notable events were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction¿, lists potential adverse events, including pump thrombosis, stroke, bleeding, and hemolysis, that may be associated with the use of heartmate ii left ventricular assist system. This section also addresses pump parameters including pump speed, power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, "patient care and management" (under "pump performance monitoring"), addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 with transient stroke like symptoms. Those symptoms resolved by (B)(6) 2025, however the patient was having hematuria, low hemoglobin (7.7) and elevated lactate dehydrogenase (ldh) value of (2200). The patient's vital signs and labs were stable, and no ventricular assist device alarms or power spikes were noted. Log file review was requested which revealed no unusual events. On (B)(6) 2025 the patient's ldh had risen to 2500, and the patient was noted to now have gross hematuria. A computed topography (CT) scan was performed which showed no significant thrombus or outflow obstruction. The patient's pulsitility index was showing a slight upward trend, and the patient's flow was noted to be slightly reduced, however the patient was noted to be stable, and the patient experienced no alarms. The hospital intended on starting tissue-type plasminogen activator (tpa). Log file review was requested which revealed power and flow elevations on (B)(6) 2025. No other unusual events were found in the log file history.